Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported fracture. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 07/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that some time catheter placement procedure, the catheter connection part was broken. It was further reported that catheter was replaced and procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified, has not been cleared in the us but is similar to the 6f navarre® universal drainage catheters with nitinol products that are cleared in the us. The pro code and 510 k number for the 6f navarre® universal drainage catheters with nitinol. 6f navarre® universal drainage catheters with nitinol products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2023). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time catheter placement procedure, the catheter connection part was broken. It was further reported that catheter was replaced and procedure was completed using another device. There was no reported patient injury.